Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited low impedance, high thresholds and undersensing due to an insulation abrasion. The lead was capped and replaced.